Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed a break at 118cm distal to the strain relief. Further examination of the break site revealed that the shaft was stretched at the break site. The break in the shaft is consistent with excessive tensile force having been applied to the shaft. The distal sections of the break including the balloon and tip sections of the device were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, withdrawal difficulty and catheter tip detachment occurred. The 95% stenosed lesion was located in the left anterior descending (lad) and diagonal arteries. After treatment in the proximal lad, the 15mm x 1.50mm apex flex monorail balloon catheter was advanced to the 1st diagonal and inflated to 14atms for 25 seconds. Upon attempting to withdraw the balloon catheter, resistance was encountered. The apex balloon and the non bsc guide wire were pulled back into the guide catheter. The physician 'pulled hard on the balloon catheter until it finally released'. The tip of the catheter detached from the balloon; however, the detached tip was stuck on the guide wire and removed without incident. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as 'ok.'

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, withdrawal difficulty and catheter tip detachment occurred. The 95% stenosed lesion was located in the left anterior descending (lad) and diagonal arteries. After treatment in the proximal lad, the 15mm x 1.50mm apex flex monorail balloon catheter was advanced to the 1st diagonal and inflated to 14atms for 25 seconds. Upon attempting to withdraw the balloon catheter, resistance was encountered. The apex balloon and the non bsc guide wire were pulled back into the guide catheter. The physician 'pulled hard on the balloon catheter until it finally released'. The tip of the catheter detached from the balloon; however, the detached tip was stuck on the guide wire and removed without incident. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as 'ok.'